Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver 250ml of an unspecified concentration of 5fu at a rate of 1.5ml/hr. After an unspecified length of time in use, the patient noted the tubing set was leaking from the filter inlet. The patient discontinued the delivery and cleaned up the solution that leaked according to the user facility's protocol. The patient returned to the user facility. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.